Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported an uncut area following flap creation in the right eye. The flap couldn't be lifted and the case was cancelled. Additional information has been requested.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after treatment date. The treatment report shows the user operated the surgery with recommend flap and energy settings. No abnormality could be seen. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).